Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. During device evaluation, particle contamination in the device blower and dirt/dust was observed. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Corrected information was provided in d9, and h3. (Previously it was incorrectly kept as no, but it should be yes only).